Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was a motor error. The blood glucose reading was 16.7 mmol/l. The alarm occurred during priming. The unit was not exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.